Event description:
A customer reported a tandem mobi cartridge alarm that occurred during the cartridge loading process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the alarm and instructed the customer to remove the cartridge and deliver a 9-unit bolus, which completed successfully. However, the customer was unable to reload the original cartridge and opted to rely on multiple daily injections (mdi) while at work.